Manufacturer narrative:
(B)(4). The device manufacture date was unknown. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device power output was high. The device also failed pretests for check starting behavior at 3 bar, check the power with test bench: minimum 110 to 160 watt, check for excessive noise, check for air leak and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had low rotational speed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: concomitant medical products: the date returned for evaluation was reported as sep 28, 2019, the correct date is oct 01, 2019. During further review of the device evaluation, it was observed that the device did not have high power output but had low power. If additional information should become available, a supplemental medwatch report will be sent accordingly.